Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery the patient experienced increased intraocular pressure. The surgery was completed normally after giving antibiotic treatment. The outcome of the patient was unknown.

Manufacturer narrative:
Additional information is provided in sections h.6, h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per the service record (sr). The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. A photo was submitted for review. The photo depicted the display screen of the console with the settings. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Correction information was provided in section h.6, h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time. The reports submitted under manufacturing report number 2028159-2025-00654 was a duplicate report of manufacturing report number 2028159-2025-00642. Going further if any additional information received supplemental reports will be submitted under the manufacturing report number 2028159-2025-00642. No further reports will be submitted under manufacturing report number 2028159-2025-00654.

Event description:
A customer reported that during cataract surgery the vacuum was poor in visco mode due to which patient experienced increased intraocular pressure. Medical intervention has been provided to treat the symptoms (diuretic and carbonic anhydrase inhibitor).